Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for ruptured abdominal aortic aneurysm measuring 93.2 mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2016. On (B)(6) 2021 the patient underwent endovascular embolization of the internal mesenteric artery for a persistent endoleak. The patient tolerated the procedure.

Manufacturer narrative:
G1: manufacturing site name and address corrected.

Manufacturer narrative:
B.5. Updated: h.6. Results code 1: 213: manufacturing records indicated the lot met pre-release manufacturing specifications.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for ruptured abdominal aortic aneurysm measuring 93.2 mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2016. On (B)(6) 2021, the patient underwent endovascular embolization of the internal mesenteric artery for a persistent type ii endoleak. Aneurysm enlargement was 1cm over a period of 5 years. The patient tolerated the procedure and the endoleak was resolved.